Event description:
Philips received a complaint on the dfm100 indicating that the ECG monitoring has no signal. Device was in clinical use at the time of event. However, there was no patient harm or injury reported to philips. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to functional use after replacing the ECG lead cable by customer. Based on the information available, the cause of the reported problem was defective ECG lead trunk cable. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.